Event description:
It was reported that the patient presented for follow-up and several ICD charging episodes due to noise were observed in the stored egm. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.